Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. On (B)(6) 2014, patient did not calibrate according to user guide recommendations. Patient care specialist did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).